Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon air leakage occurred. The target lesion was located in the mesenteric artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, while attempting to inflate the balloon, it was observed that there was no pressure, indicating a potential air leak. As a result, the balloon could not be inflated. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the sterling sl was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. No leaks or rupture were found. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon inflation issue/leak occurred. The target lesion was located in the mesenteric artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, when the balloon was used to inflate, it was found that there was no pressure. The balloon could not be inflated and there might be an air leakage. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there was no visible pinhole noted with the device.

Event description:
It was reported that balloon inflation issue/leak occurred. The target lesion was located in the mesenteric artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, when the balloon was used to inflate, it was found that there was no pressure. The balloon could not be inflated and there might be an air leakage. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there was no visible pinhole noted with the device.

Manufacturer narrative:
E1: (B)(6).